Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 4.3 mmol/l and 20.6 mmol/l 2) 4.3 mmol/l and 24.3 mmol/l customer had been smearing his blood on the test strip. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.